Event description:
Related manufacturer reference number: 2017865-2024-34769 it was reported that the patient presented for an ablation procedure. It was noted that there were episodes of atrial and ventricular noise reversions by both implanted leadless pacemakers (lp). Inappropriate mode switch was noted due to far r-wave over-sensing by the atrial lp. No i2i throughput was noted upon interrogation due to i2i interruption. Signal strength was noted to be low during the i2i auto assessment post-procedure. Pacing mode was changed. The patient was stable.